Event description:
Device turned itself off while in surgery and then again in pt room while attached to pt. The pt was in asystole. Follow-up info received indicates new device was placed on the pt and the pt was okay (no sequelae). Incident lasted less than 2 minutes and CPR was given during that time.